Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD) that had passed away. Technical services reviewed the stored non-sustained ventricular tachycardia (nsvt) episode which looked like an agonal rhythm. Additionally, there was oversensing of a wide waveform, and observations of some undersensing and brady pacing. The rate was programmed below the rate cut off. On the presenting egm the lower rate limit there was loss of capture with no evoked response on the shock channel. The day before, there was a successful right ventricular automatic threshold (rvat) test and another nsvt episode which appeared to be atrial driven tachycardia matching rid template. Technical services did note that the patient has an icm device implanted for suspected atrial fibrillation (af). Upon further review, the device failed to delivery therapy for a shockable rhythm due to significant undersensing. At this time, the device remains implanted.